Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse replaced the pressure pump. They also primed, ran calibrations, and ran controls. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was bad pressure pump.

Event description:
On (B)(6) 2017, a customer reported changed flow rates with their g8 analyzer. The customer could not run a1c diabetes patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.